Event description:
It was reported that the customer had high blood glucose levels of 472 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the insulin pump alarmed low predictive blood glucose multiple times. The customer reported that the insulin pump had a sensor glucose reading of about 72 mg/dl where the actual blood glucose level was 472 mg/dl. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.